Manufacturer narrative:
One device was returned for analysis. Visual inspection found an issue with the downstream occlusion (dso) sensor. There was no evidence to review in the device's event history log. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that the pump exhibited a double beeped and did not turn on. During physical inspection, it was found that there was an issue with the downstream occlusion sensor. There was unknown patient involvement, no patient injury was reported.